Manufacturer narrative:
(B)(4). Concomitant medical products: item number 20103605 item name g7 longevity neutral 36mme lot # 65055382, item number 110010244 item name g7 osseoti 3 hole shell52mm e lot # 65048702, item number 650-0661 item name delta ceramic fem hd36/0mm lot # 3063464, item number 51-107100 item name tprlc 133 mp type1 pps ho10.0 lot # 6720772. Review of the device history records identified no deviations or anomalies during manufacturing. Visual inspection of the provided picture identified the tip of the inserter had fractured. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Initially incorrectly reported under MFR 0001822565-2021-02528.

Event description:
It was reported as the surgeon went to use the the femoral impactor he noticed it was cracked. As he touched the tip of the impactor, it fell off. Attempts have been made and additional information on the reported event is unavailable at this time.